Event description:
Newborn needing 100% o2, when ambu cap was noticed to be missing from side port. Resulting in random amount of o2 < 100%. New ambu was used. Cap was later found in the bag. Cap was not permanently afixed to the side port.